Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a right below the knee amputation for an unspecified reason. For an unreported reason, the patient was admitted to the hospital on (B)(6) 2011. On unreported dates in (B)(6) 2011, while hospitalized, the wound became infected and then dehisced. Treatment included a right above knee amputation. The cause of the peritonitis was unknown and treatment included removing the pd catheter on (B)(6) 2011. The patient was to start in center hemodialysis. At the time of this report, the patient was recovering from all events. The nurse stated the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd886036 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.